Manufacturer narrative:
The reported event of high impedance was not confirmed. The lead was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented for initial implant. During procedure, the lead had high impedance. Multiple tests were performed. The lead was not used and replaced. The patient was stable post procedure.